Event description:
The patient received a barricaid implant and 4 days later reported pain around the surgery site. The attending surgeon described that this pain had receded, but the patient had developed new rectal pain. The surgeon performed exploratory revision surgery 20 days after the initial implantation to determine and remedy the cause of this. There was no reherniated material observed but there was "hemorhaggic" tissue observed, this tissue was addressed during exploratory surgery.